Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken implant.

Manufacturer narrative:
Examination of the returned femoral stem confirms the reported fracture. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Review of the device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Evaluation by material science found the hip stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the hip stem that could have contributed to fracture initiation and/or propagation to failure. Corrective action is not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.